Event description:
Ra lead exhiblted ongoing far fie r-wave ffrw), and noise dating back to (B)(6) 2013. The oversensing presented in several system checks over the years. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).